Manufacturer narrative:
Device evaluation summary: one portex sacett suction above cuff endotracheal tube was received in used condition without its original packaging. Immediate visual inspection identified that the inflation line was deformed. The inflation line operation was audited using thirty two (32) units, in order to verify no damaged components and that the operation was performed correctly. No discrepancies were found. A review of the manufacturing process was also conducted and was considered adequate and correct. Based on the evidence and testing, the complaint allegation was confirmed. The root cause was noted as unknown.

Event description:
Information was received that a smiths medical endotracheal tube had a deformed inflation line. A tracheostomy change out was required, and no patient injury resulted.